Manufacturer narrative:
A review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Additional information was requested but was not available. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to aneurysm enlargement. Additionally, per IFU, intervention or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms. According to the IFU, the recommended materials: use a gore® excluder® aaa endoprosthesis trunk-ipsilateral leg component with a gore® excluder® aaa endoprosthesis contralateral leg component. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On unknown date, in 2020, a patient underwent an endovascular treatment of an abdominal aortic disease using an aorfix device and gore® excluder® aaa endoprostheses as a right and a left legs. On august 19, 2022, at a follow up, a computed tomography scan revealed that a left common iliac artery was aneurysmal. On (B)(6) 2022, a reintervention was performed to treat the left common iliac artery aneurysm. A gore® excluder® iliac branch endoprosthesis and a gore® viabahn® vbx balloon expandable endoprosthesis were implanted successfully. An endurant leg as a bridge was implanted successfully. The patient tolerated the procedure.